Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient received a patient notification, diagnostics anomaly was observed on electrogram strips. The device was reprogrammed.